Event description:
The customer reported the 9600 system displayed an error message 253 on the monitor after boot. The problem occured on a re-boot after the procedure to transfer images to pacs. No pt was involved.

Manufacturer narrative:
The service rep tested the equipment several times, and could not duplicate the problem. The system operates as intended.